Event description:
Country of complaint: (B)(6). During surgery the upper ring (seal) broke. Small plastic fragments fell into the pt. No delay, all fragments removed, surgery result was satisfying.

Manufacturer narrative:
Manufacturing site evaluation: the products were tested in the manufacturing plant. The inner sealing membrane is torn. All 3 provided sealing units displayed leakage. During manufacturing, these products are subjected to a 100% inspection; delivery with poor sal is excluded. Issue is a handling error that resulted in leakage. No material or manufacturing defects found.